Event description:
Pt self tester reports discrepant results with meter: date: (B)(6) 2010, inratio: 1.6, md meter: 2.7, retest inratio: 3.4. All tests were done within an hr. Pt therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.